Event description:
Patient with a history of endo mucosal resections (emr) reports experiencing dysphagia with solid food. Dilation was performed by the physician. There was no associated malfunction of the device.